Event description:
During a transfemoral tavr procedure, during advancement of the delivery system into the aortic arch, the patient ¿crashed¿, CPR was initiated and the valve was advanced into position and successfully deployed in the annulus. A pericardial effusion was noted and a pericardiocentesis window was performed to drain the fluid. The fluid was drained; however, the patient did not completely recover. Subsequently, the patient expired. A total of 500ml of blood was removed from the pericardium. As per echo and fluro, no aortic rupture, dissection or ventricle perforation was observed. The valve was functioning fine. As reported, prior to the procedure the patient had low blood pressure and bradycardia. As per post procedure discussion, the exact cause of the pericardial effusion was unknown. It was discussed that the pacemaker lead may have perforated the rv; however, it was not confirmed.

Manufacturer narrative:
(B)(4). Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure and this can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the injury leading to the pericardial effusion cannot be determined; however, it may have been related to the pacing lead wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.